Event description:
Boston scientific (bsc) crm received information that this lead was removed from service secondary to infection. All dates were provided by boston scientific. There is no explant date and it is not clear if the event date was the day the infection was discovered or the date of explant.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the quality documents accompanying this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.